Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured creating a blood back event. Blood did not make it back to the pump and no patient harm was caused.

Manufacturer narrative:
UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The membrane was intact completely separated from the catheter. A portion of the inner lumen within the membrane was found broken off measuring 2.5cm in length approximately located 22.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected on the iab catheter. The condition of the iab indicated inner lumen break and membrane separation from the catheter. The evaluation confirms the reported problem. CAPA 1185950 was initiated to investigate failure mode of "detached membrane". A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Record ID # (B)(4).

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, the iab ruptured creating a blood back event. Blood did not make it back to the pump and the iab was removed within 15 minutes. There was no patient harm.

Manufacturer narrative:
Updated fields - b5, d4(lot number, serial number, UDI), d8, e1(initial reporter, event site email), g3, g6, h2, h4, h11. Occupation: cath lab manager.